Manufacturer narrative:
(B)(4). Method: the returned complaint expiratory limb was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: the evaqua expiratory limb appeared to have been punctured by a blunt object, approximately 70mm from the connector of where the pressure port is located. The pressure test revealed that the circuit was out of specification. The water bath test revealed that the device was leaking from the location of the puncture. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what caused the observed damage to the circuit, but it most likely happened during transport or while in storage or use at the customer facility. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The rt235 user instructions state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that there was leakage from an rt235 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.